Event description:
Pregnancy following adiana procedure with follow up hsg. Documented occlusion on hsg radiology report hsg procedure completed (B)(6) 2011. Pt presented to the office on (B)(6) 2011 for an ultrasound due to positive home pregnancy test. Pt visited ER on (B)(6) 2011 due to bleeding. On (B)(6) 2011, dr (B)(6) performed suction d and c bilateral tubal ligation. Both adiana devices were found in the abdomen at the time of the laparoscopic tubal ligation.